Event description:
It was reported that the patient presented to the hospital for a routine pacemaker generator replacement. During the procedure, the right atrial (ra) lead exhibited high impedance in both unipolar and bipolar configurations following disconnection from the pacemaker. There was no prior history of elevated impedance before the generator change, with previously normal measurements reported. Diagnostic imaging of the lead revealed no evidence of visual fracture. The ra lead was subsequently explanted and replaced. The patient remained in stable condition.